Manufacturer narrative:
Update to block b5 and h6 conclusion code.

Event description:
It was reported that the patient experienced difficulty charging their spinal cord stimulation implantable pulse generator (ipg). In addition, the ipg would run out very quickly. The patient is currently hospitalized for an unknown reason, and fears that they will not be able to charge the ipg again when the battery runs out. Additional information was received that no further information can be obtained regarding this event despite good faith efforts.

Event description:
It was reported that the patient experienced difficulty charging their spinal cord stimulation implantable pulse generator (ipg). In addition, the ipg would run out very quickly. The patient is currently hospitalized for an unknown reason, and fears that they will not be able to charge the ipg again when the battery runs out.